Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount at implant tooth site #20 could not be remove. The doctor placed the 2120 implant, but the mount was stiff and wouldn't come off. The doctor replaced the spline with a different size and requested an investigation and hopping that similar problems will be eliminated as soon as possible. The procedure was completed using another implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: evaluation method codes were added: 10, 4109, 3331 h6: evaluation result code was added: 213 h6: evaluation conclusions code was added: 4310 h10: narrative/data was updated. DHR review was completed for the subject lot number 2022090518. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022090518 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002z1, the most likely root cause determined from the investigation was excessive insertion torque. Therefore, based on the available information, a device malfunction did occur. The mount was stuck to the implant. However, the reported coob/event was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.